Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Blood glucose reading was 40 mg/dl, treated with insulin drip. It was unknown whether customer was using the auto mode feature at the time of the incident. The pump will not be returned for analysis.